Event description:
The event involved a transpac® IV kit w/03 ml squeeze flush device, pt tubings, 3 3-way stopcocks and 36" admin set where the 6" pressure tubing was found separated from the female luer during visual inspection. The customer reported that it was broken, and it was noticed when taken out of packaging. The reported complaint of broken was confirmed on the returned set. The tubing pocket appeared to have sufficient adhesive coverage. The probable cause of the separation is unknown. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint. There was no patient involvement, no adverse event or harm, and no delay in therapy.